Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented for generator change. The right ventricular lead tested normally in the pre-op area during interrogation. In the ep lab, the lead was positive for conductor externalizations under fluoroscopy. The lead was capped and replaced on (B)(6) 2020. The patient was stable.